Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
The returned attune fb tib base sz 4 cem (product code 150600004, lot number 3458753) was forwarded to commercialized product development for evaluation ((B)(4)). A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.